Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 36 and 48 hours, the site was red, sore, infected with puss coming out with high blood glucose (bg) levels of 22 mmol/l (396 mg/dl). The patient was taken to the emergency room (ER) where was prescribed various antibiotics (name unspecified) to treat the affected area.